Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up it was noted that there was a rise in the right ventricular pacing thresholds and loss of capture. A lead dislodgment was alleged. A procedure will take place to replace this right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that this lead was surgically abandoned.